Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. Missing piece of shell assessed as inconclusive. As per the investigation procedure, crease/ stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d1, d2a, d2b, d4, d.6a, g2, g4, h4, h6. Photo analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture,

Event description:
Patient reported, rupture. The device has been explanted. This relates to the left side.